Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID 2134265-2015-08040. It was reported that vessel dissection occurred. The target lesion was located in the left main coronary artery (lmca). A 4.00x12mm synergy stent was implanted and post-dilated with a 5x8mm nc quantum apex balloon catheter. However, dissection was noted at distal lmca to left anterior descending artery (lad). A 3.5x16mm synergy stent was used to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.